Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the foreign material could not be identified; therefore, a root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, there was residual liquid or foreign material coming out from the channel tube of the videoscope. Additionally, the coating of the connecting tube had peeled more than 1mm. There was no patient involvement.